Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge fluctuated when the pump was connected to a power source. The customer's blood glucose was 129mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.